Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed long charge time on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of charge time out was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated charge time out occurred during capacitor maintenance test in the field. The charge time out was reproduced during analysis. The high voltage capacitors were evaluated by manufacturers. Propagation of anode cracks to one of the capacitors was found, which is a potential source of high leakage current.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that the physician elected to explant and replace the ICD.